Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on this right ventricular (rv) lead. All other rv lead measurements were within normal limits. Boston scientific technical services (ts) was consulted and discussed the patient could continue to be monitored. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on this right ventricular (rv) lead. All other rv lead measurements were within normal limits. Boston scientific technical services (ts) was consulted and discussed the patient could continue to be monitored. Further information was received that this rv lead has continued to show an increase in shock impedance measurements. The health care professional (hcp) stated that a lead extraction is planned during an upcoming generator upgrade procedure. No adverse patient effects were reported. At this time, this device system remains in service.